Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-jan-2020 with the following findings: a review of the pump¿s black box verified cs 064 and 078 motor alarms occurred on (B)(6)2017. Deliveries were not resumed by the user. Investigation duplicated a motor alarm when the rewind was attempted; no movement and motor alarm messages occurred. The pump cover was removed and internal moisture damage was observed on the motor flex connector and surrounding printed circuit board components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.